Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 46 mg/dl at the time of the incident. The sensor read that she was at 77 mg/dl at that time. The customer was at 156 m/dl later on but the sensor glucose read at 300 mg/dl. The customer was wearing the insulin pump during the incident. The customer's sensor glucose reads 40 to 100 points off her blood glucose reading. Troubleshooting for the sensor issue was completed. The customer's meter also broke. The insulin pump will not be returned for analysis.